Manufacturer narrative:
Upon further investigation it was determined that this report is a duplicate of MFR report number2518422-2024-14271.

Event description:
Philips received a complaint by the customer on the v60 indicating that the stand was damaged. There was no patient involvement at the time the issue was discovered. The customer called technical support to report that the stand was damaged. The investigation is ongoing.